Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause for the broken electrode belt was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
The territory mgr assisting a (B)(6) female pt called zoll lifecor customer support to report that the pt's system needs to be replaced. The pt's husband confirmed that the electrode belt wire is broken where it connects to the monitor. The pt's electrode belt was replaced.